Event description:
It was reported that the patient presented with cardiac tamponade. The physician was unsure which lead was causing symptoms, both right ventricular (rv) and right atrial (ra) leads were explanted and replaced on( B)(6) 2018. The patient was stable following the procedure and will be followed normally.

Manufacturer narrative:
A complete lead was returned in one piece. Analysis was normal. No anomalies were found. A lead tip stiffness test was performed and the lead was found to be within specification.